Event description:
It was reported that iab was inserted on 2/17 via sheath in femoral artery. Datascope system 98 pump experienced helium leak alarms. Pump was exchanged. Helium leak alarms continued. Clinicians suspected catheter leak and attempted to remove iab on 2/20. Clinicians met resistance while removing catheter. As a result "balloon part broke". Re-insertion not required. There were no reported pt complications. It has been confirmed that iab was removed in its entirety from pt.